Manufacturer narrative:
(B)(4). Additional information was requested, and the following was received: no new information has been provided from the surgeon/account.

Event description:
It was reported that the surgeon used tlc10 to create anastomosis, patient was high risk and had a post of bleed 8 days later, readmitted, clipped vessels and patient had another bleed at the same site 1 week later. The CT showed bleeding on the staple line and the vessel was clipped. Re-admission date is unknown. Patient is still in the hospital. Patient demographics are unknown. They only used our device the first time round. Procedure: peritoneum/peritonectomy

Manufacturer narrative:
(B)(4). Batch # unknown. Concomitant medical products: tcr10 (cartridge lot # 372a07). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information received: peritonectomy: surgeon used tlc10 to create anastomosis, patient was high risk and had a post of bleed 8 days later, readmitted, clipped vessels and patient had another bleed at the same site 1 week later. CT showed bleeding on staple line, vessel were clipped. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What was done in the reoperation? If an ostomy was created, is it temporary or permanent? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.